Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injuries and subsequently expired on an unk date after use of the product.

Manufacturer narrative:
(B)(4) alkalosis. Ti is one of two device reports associated with this event 1225714-2014-14784 and 1225714-2014-14785.

Event description:
Additional information received patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by product administered during dialysis treatment.